Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 1129 mg/dl. The customer stated that she was at home with her sister, and she was unresponsive. The paramedics were called and rushed the customer to the emergency room due to her high glucose level. The customer stated that she was not wearing the insulin pump at the time due to some pain in her stomach from the infusion set. The customer stated that while she was not on the device her blood glucose kept rising. No further info was provided.